Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a diagnostic procedure, foreign material was identified. The 5fr fl4 expo diagnostic catheter was flushed without issue and then attempted to be loaded onto a .035" non bsc guide wire which was outside of the patient. The guide wire would not advance past the first curve. The wire was removed and then attempted to be loaded from the proximal end of the expo without success. When the wire was removed again, a white gel-like substance was noted. The procedure was completed with a new expo fl4 and a new guide wire. As there was no contact with the patient, no patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: the returned device was received with an unidentified guide wire. There were no visible irregularities to the exterior of the device. The maximum outer diameter of the returned guide wire was .03485¿. A 17 mm section of the inner polyurethane layer separated from the catheter and was froze on the wire. The polyurethane layer was jagged on both ends with holes near the center. A braid pattern, consistent with the pattern of the braiding in the outer braided shaft, was visible on the outer surface of the separated polyurethane lining. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during preparation for a diagnostic procedure, foreign material was identified. The 5fr fl4 expo diagnostic catheter was flushed without issue and then attempted to be loaded onto a .035' non bsc guide wire which was outside of the patient. The guide wire would not advance past the first curve. The wire was removed and then attempted to be loaded from the proximal end of the expo without success. When the wire was removed again, a white gel-like substance was noted. The procedure was completed with a new expo fl4 and a new guide wire. As there was no contact with the patient, no patient complications were reported and the patient's status is fine.